Manufacturer narrative:
Emails to the distributor from physio-control have, so far, remained unanswered. Resolution is unk. If any further info becomes available, a follow-up report to FDA will be submitted.

Event description:
In an email to a physio-control service rep, a distributor received a technical support inquiry from an unk user. According to the email, "during power on, the display blinks endlessly until you press the power on button again. This problem occurs infrequently. Already loaded the software but it didn't work. "This inquiry was passed by the physio-control service rep to u.s. Technical support who replied by email to reporter, recommending replacing the power supply module.